Event description:
Corpak placed in left nare with good positioning based on cortrak. Unable to retrack wire stylet. Tip of stylet was visualized in the entrance of the corpak. Corpak and stylet were removed from patient.